Event description:
It was reported that the pt presented to the hcp's office for a regularly scheduled refill in 2009. The hcp was unable to withdraw fluid out of or inject fluid into the pump. Telemetry of the pump indicated that there were 2.5 ml left in the pump. The pt had not experienced loss of efficacy or any symptoms of withdrawal. The pump contained dilaudid 45 mg/ml, bupivicaine 50 mg/ml and clonidine 450 mcg/ml; flex mode dosing. The pt underwent a rotor study; no rotor movement was seen. The pt was taken to surgery for a pump replacement. They were unable to withdraw medication from the old pump in the or. The catheter appeared to be intact. The pt outcome was listed as 'no problems."

Manufacturer narrative:
The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.